Manufacturer narrative:
The reported event of a helix mechanism issue was not confirmed. Visual examination of the lead found the helix was extended and clean. After applying torque directly to the connector pin, the helix could be retracted and extended. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. Correction: health effect, impact code updated to prolonged surgery.

Event description:
It was reported that during the implant procedure, prior to placing the right atrial (ra) lead inside the body, the helix did not fully extend. After multiple attempts, the physician elected to not use the lead and completed the procedure with a different lead. The patient's condition was stable.